Event description:
A (B)(6) female patient called zoll customer support to report that her battery charger was not charging her batteries. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) was confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was isolated to shorted u13 and q4 components on the charger bedside board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.